Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their stimulator usually works pretty good to empty their bladder, but they had a surgery done and it affected their bladder area. Caller stated they are not able to empty out because of their bruising down there and have to push extremely hard to empty. Caller added that they are still peeing, but it's not emptying out like it's supposed to. Caller was trying to increase the stimulation to see if that would help. Agent asked caller if they still felt the stimulation, and caller stated they don't feel it right now because it's numb down there. Agent reviewed with caller that increasing stimulation too high might be painful once the numbing wears off. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.